Event description:
The pt was brought to the operating room on (B) (6) 2009 for l laparoscopic radical nephrectomy. The case proceeded in standard fashion with dissecting the hilum. One artery and vein were taken without any complications. The rp45 stapler misfired on the second artery, and we encountered massive hemorrhage.